Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the patient's caregiver on (B)(4) 2011. According to the caregiver they discarded the sample, therefore, it is no longer available. No further information is available.

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) on the homechoice machine during the initial drain. The technical service representative (tsr) had the caregiver (cg) cycle power and informed the cg they will need to setup with new supplies. Product surveillance spoke with the home patient (hp) on (B)(6) 2011. The hp stated that they had to start over with new supplies that evening and were able to finish therapy. The hp did not know what caused the alarm. The hp stated they saved the cassette, but they do not know the lot number. The hp said she notified her nurse and said she was resuming therapy. No patient injury or medical intervention was reported. No further information is available.